Manufacturer narrative:
The "serial number and "date of manufacturer" have not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Received letter from attorney alleging his client rented unit from bethlehem sands casino resort and claims the frame came apart and he was injured.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Received letter from attorney alleging his client rented unit from (B)(6) and claims the frame came apart and he was injured.